Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker was in atrial fibrillation (af) since implant with rv auto at 3.5 only 41% right ventricular pacing and this device had 5.5 years remaining. As of this time, this device remains in service. No adverse patient effects were reported.